Manufacturer narrative:
Technician asked the account to isolate the head valves coil and CPR valves. The account replaced the head valve and that resolved the issue.

Event description:
Account alleges the head section will not rise from the side rails. No injury reported.